Event description:
It was reported that a pump intermittently turns on without user input. The customer stated that when the pump is operating on ac power and the pump is moved, it will turn on without touching the "on" button. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question for 72 hours and the pump was not observed to power on without user input. Review of the device history log shows the pump was not used between the dates of (B)(6) 2012. There are no "pump on" or "pump off" entries recorded in the history log during this time frame. At this time, the date of event is unk.